Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant of the implantable pulse generator (ipg), the patient developed a pocket infection. The ipg was explanted and the leads were capped. No further patient complications have been reported as a result of this event.